Event description:
A healthcare professional reported that the system barely cut the flap and the surgeon unable to complete the treatment to the patient. The treatment report showed only the flap's outline was treated. The surgeon wants to see alternative type of treatment for the patient. The patient impact was unknown. A nurse reported that system barely cut the flap that leads to an incomplete flap in the left eye during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specifications as per service installation record. During onsite visit the reported event could be confirmed by the responsible field service engineer. The field service engineer checked the laser system and replaced the f-theta objective. The replacement of the f-theta objective stays not in relation to the reported issue. Field service engineer performed system verification as per sir (service installation record). The used patient interface was received at manufacturing site. The evaluation resulted in the following statement: cone shows canal and side cut in-patient interface surface. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The surgeon missed vacuum two, three times during the docking process/before the treatment. The patient interface cone was docked three times on patient¿s eye because the surgeon has had difficulties reaching a valid suction two value. The treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification due to several complaints with flap cuts in the patient interface cone a non-conformance investigation and corrective and preventive actions were performed to investigate the issue. Nonconformance investigation found that thin and/or incomplete flaps can be caused by inappropriately inserting the patient interface applanation cone into the application interface of the system. The reported event is consistent with issues that can occur when the user inserted the patient interface cone with a downward force. The root cause is user handling. The manufacturer internal reference number is: (B)(4).